Event description:
ECMO [extracorporeal membrane oxygenation] cannula readjustment. During cannula readjustment, air entered the line and the cannulas were clamped causing further damage to the line. It has been noted perfusion has had recent issues with these cannulas leaking at the connection ports. Please note that it is undetermined if this is an actual product issue or user error. Cannula described has been returned to the sales rep for analysis.